Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, when the surgeon removed the lens from the wagon wheel, the surgeon noted that the haptic was irregular when loading the lens in the cartridge. A spare lens was used successfully to complete the case.